Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) medicine. Reporter is a j&j employee. Part: 04.037.015s; lot no: 54p6377. Release to warehouse date: 29 april2020. Expiry date: 01 april 2030. Manufacturing site: (B)(4). Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent open reduction/internal fixation surgery on (B)(6) 2021 with the tfna for a trochanteric fracture of the femur. On (B)(6) 2022, the patient fell, and a fracture occurred. On (B)(6) 2022, the patient complained of pain at the side of the lateral blade. On (B)(6) 2022, the patient underwent removal surgery due to pain. When the surgeon tried to attach extraction instruments to the blade, there was something like pus. Infection was suspected. This pc is related to (B)(4) which reports that the secondary fracture occurred due to fall after the surgery. This pc reports that infection was suspected during the removal surgery. This report involves one 10mm/125 deg ti cann tfna 235mm/left - sterile. This is report 2 of 4 for (B)(4).